Manufacturer narrative:
An event of hematoma, blood pressure drop, and death due to cardiac arrest were reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 29 mm navitor tavi valve as selected for implant in a severe calcified annulus with a large calcification spur from left coronary cusp (lcc) to the left ventricular outflow tract (lvot) and to the mitral valve. The valve was implanted in an optimal position, but due to under expansion of the valve, the decision was made for a post-dilatation. The post-dilation was completed, the patient was stable, and went to the ICU. During transthoracic echocardiogram (tte) control a left atrium septum hematoma became visible. The physician believes this came from the calcification spur and the post-ballooning. The patient came back in the operating room (or), and during open heart surgery the hematoma was addressed, and patient was then sent back to ICU. During that night, the patient's condition became unstable, blood pressure dropped down and the patient passed away due to cardiac arrest. The physician doesn't allege a malfunction against the abbott device or the implant procedure. They believed it was due to the septal hematoma, the open heart surgery, and the co-morbidities of the patient. No additional information was provided.